Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged dso (downstream occlusion) and worn uso (upstream occlusion) seals. Functional testing performed. The upstream occlusion sensor functions as intended. The customer's report of "missing the colored overlay" was not confirmed. The colored overlay is an older revision of the uso sensor and will not affect pump function. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a smudged lens and was also missing the colored overlay on the upstream occlusion sensor. There was no patient involvement, and no patient harm/adverse event reported.